Event description:
It was reported that during a laparoscopic gastric bypass procedure, surgeon stapled gj pouch via transoral approach. Opened ½ - ¾ turns and had continuous difficulty trying to remove from the pouch. Continued to attempt to remove worried he would tear the pouch. Continued 90 degree rotation and fishtailed for removal. Continued difficulty, unscrewed further. Turned and continued to pull; eventually able to remove the stapler. There were no patient consequences. Case completed with the original device. One device was discarded.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). Information is unavailable; device was not returned for evaluation. Additional information: was the procedure done open/laparoscopically? Laparoscopic. What device was used for the proximal and distal transection? Amp 60 blue reloads. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) the surgeon creates an otomy in jj then puts circular through a dilated trocar site on the patient's left side. Then opens the staple all the way until it pokes out of jj staple line then connects with anvil and the device is used transporally in the pouch. The surgeon then closes the device and fires for g-j pouch anastomosis. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? Tightens almost all the way down depending on tissue thickness. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near not across. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The crunch and ring breaking. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, did turn ½ to ¾ turn. What steps were taken to confirm successful anastomosis? Leak test. Did the operation change significantly as a result of the device issue? No. What is the patient's age and sex? Male approx (B)(6). Did a hcp other than the primary surgeon fire the instrument? Dr. (B)(6). Was there a recent conversion to ees devices in this account or with this surgeon? No. Nothing else stands out. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.